Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that the lead was involved with minute ventilation oversensing and leading to pacing inhibition. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).